Event description:
The customer reported quality control (qc) recovery issues and leaking from the cartridge chemistry (cc) reagent probe b on their unicel dxc 600 synchron system. Upon troubleshooting, the customer discovered a contained leak from the cartridge chemistry (cc) sample probe. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the cartridge chemistry (cc) sample probe t-valve to resolve the leak and quality control (qc) recovery issues. (B)(4).